Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during the procedure for treatment of a lesion in the non-tortuous posterior tibial artery, a non-abbott .018 guide wire was delivered through a 4f sheath. A 4.0x20 xpert pro stent delivery system (sds) was advanced. Prior to entering the proximal end of the sheath, the stent system became stuck on the guide wire and could not advance further on the guide wire. An unsuccessful attempt was made to retract the stent system from the guide wire and vessel access was lost. The xpert pro sds and the guide wire were withdrawn from the anatomy as a single unit and the procedure was abandoned. There was no adverse patient effect. No additional information was provided.